Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a bile duct. The event date was not reported. During the procedure, when the duodenoscope was advanced into the duodenum, the ampulla was identified. It was found that there were no biliary stent seen in the duodenal lumen; however, fluoroscopy revealed the presence of a biliary stent, which had migrated proximally into the common bile duct. The stones were successfully extracted with a balloon and graspers yet the stent could not be removed. Additionally, other instruments were used to try to engage the stent including a colonic snare and a pair of biopsy forceps however, removal is not possible. There were no patient complications reported as a result of this event. The device was not returned for analysis.